Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.